Manufacturer narrative:
The insulin pump had button error alarms due to corroded keypad traces. Moisture damage was found on lcd board. No moisture damage found on interface board or mother board.

Event description:
The customer reported via phone call that they received a button error alarm right after the insulin pump got exposed to moisture. The customer's blood glucose was 118 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.